Event description:
It was reported that the insulation of the right ventricular lead was damaged at the junction of the lead body to the connector pin. A lead repair kit was used and the lead continued to function normally. The lead was reprogrammed to unipolar pacing and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).